Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a cannula tip fracture. Engineering also noted a tear on the balloon. Based on the condition of the returned unit, it is likely that the cannula tip fracture was caused by the force applied on the unit in combination with lipid exposure. The likely root cause of the torn balloon is due to damage from instrument. The instructions for use states, "do not allow sharp instruments or objects to come into contact with the balloon." The probability and criticality of harm resulting from these failure modes have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: "esophageal cancer surgery." Event description: "when they want to finished the surgery, and then found the tip was broken. Surgeons pick up fragments from patient. Please see the attachment." Type of intervention: unk. Patient status: "fine."